Manufacturer narrative:
The customer indicated the device was discarded. This report represents all the information known by the reporter upon query by hospira personnel.

Event description:
The customer contact reported no flow. The tubing set was to being used to deliver normal saline. It was reported that after the tubing set was connected to the patient's peripheral IV site, no flow of normal saline was noted. The tubing set was replaced. There were no reported adverse patient effects. No medical interventions were required. Though requested, no additional information was provided.